Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 34 mg/dl. The customer was treated with food. Customer was advised to monitor pump and blood glucose. Customer was advised to call healthcare provider to discuss possible causes of low blood glucose. Customer also reported via phone call that they had lost sensor alarm. Customer's blood glucose at time of incident was unknown. Customer stated that pump was not communicating with transmitter. Customer was advised that we are sending sensor replacement.